Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver initialized without a manual restart. The product was evaluated. An external visual inspection was performed and passed. A receiver charge and boot was performed and failed due to receiver perpetually rebooting. An attempt to retrieve the receiver log by unplugging and plugging the battery cable was performed and failed due to receiver perpetually rebooting. The receiver case was opened, and an internal visual inspection was performed and passed. A receiver download was attempted but could not be completed due to receiver perpetually rebooting. Confirmation of the allegation and probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.